Manufacturer narrative:
Device received with a blank display anomaly due to battery tube power connector not fully connected into of electrical board. Unable to perform functional test including self test, sleep current measurement, active current measurement and displacement test or verify audio or vibrate anomaly or absence of alarm due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had vibration anomaly. Customer reported that they did not hear beeps when audio volume settings were saved. It was reported that self test was passed but not vibrating. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.